Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.75 x 20 mm drug eluting stent to the heavily calcified left anterior descending (lad) artery, but was unable to cross the lesion. The stent was advanced following plain old balloon angioplasty (poba). Upon removal of the stent delivery system (sds), it was noted that the stent edge was lifted up. The procedure was completed using an non bsc device. No patient complications occurred. Patient status post procedure is noted as "good".

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.